Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The equipment patient work with has the statement "anyone having active implants (pacemakers) , or having any other ferromagnetic prosthesis (that applies also for hard disks, floppy, monitors , etc) is not qualified to work with this kinds of devices or to approach them." Patient does not have a pacemaker however; do have a spinal stimulator. Patient cannot find recommendations for working around this equipment while having their device. The device does not work like the test unit did. Patient was wondering if there was an outside cause for their unit not providing the pain relief patient expected. Patient (pt) reported; they were not able to find literature that gives recommendations for caution around working on equipment. Pt reported they work with heavy machining and welding equipment that has high electromagnetic fields. Pts curiosity was heightened when they were reading about a new piece of equipment they would be working with. Pt stated they have not seen these warnings on other equipment and that is what made them look for recommendations for their neuro stimulator device. Patient was not able to find recommendations from manufacturer. Patient reported they had excellent results when using the trial device. Their device had been reprogrammed and they have tried different programs. It initially seems like they will get relief, but it does not work as an ongoing solution. No accidents or injuries. Pt did return to work. The charging time varied a little. The pain returned to my lower back and hips. There was a period of time where my device would change the programing and turn on-and-off on its own. Pt stopped using it after finding they could not control it. Pt have consulted with hcp that said this is not common. Hcp suggested other devices or a pump. Patient saw hcp and he recommended surgery. Pt also spoke with another hcp who offered an injection, that patient had him do, and he also had other suggestions for treating their pain that they are thinking about. Patient stated they are currently doing aquatic therapy, using pain patches, taking pain medication, and limiting physical exertion. This issue has definitely not been resolved. Patient still has the pain that they initially needed treatment for, and now they have the additional soreness that comes from the battery pack itself. It also causes me additional frustration when they travel for work and the pain is relentless. They would like to know why this therapy is not working so they can develop a plan to intelligently resolve this issue.